Manufacturer narrative:
(B)(4). Date sent: 03/14/2023. D4: batch # 827a78 . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. The breakaway washer was present, cut and the device was void of staples. Further analysis of the device showed that the trocar was damaged and the anvil a crushed anvil shaft. However, the anvil was installed onto the trocar without any difficulties. In addition, the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. No conclusion could be reached as to how the anvil shaft became damaged. A manufacturing record evaluation was performed for the finished device batch number 827a78, and no non-conformances were identified.

Event description:
It was reported that during a robot high anterior resection, the robot arm clamped the locking spring strongly, and it broke. The anvil could not be attached to the device. The device was used on the rectum. The device was used as is and another anvil was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.